Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No prime anomaly could be tested due to the alarm. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The mother reported via phone call that the customer received a compromised force sensor system alarm. The mother also reported insulin was squirting out during a manual prime. Customer's blood glucose was 96 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Troubleshooting found the mother did not observe a gap between the piston and reservoir. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.